Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint condition is unconfirmed as both the collinear reduction clamp sliding mechanism and the handle for protection sleeves, for suprapatellar were received in good condition and functioned as intended. The designs were found to be sufficient for their intended use when used and maintained as recommended and the risk analysis adequately addresses the complaint condition. Per the technique guide, the handle is part of the suprapatellar instrumentation for titanium cannulated tibial nails and used throughout the insertion procedure. It was received showing light surface wear and small indents. The balance of the device is in good condition and the device functions as intended when functionally tested with a 14.5 mm protection sleeve (part number 03.010.436 and lot number 6493642) and 14.5 mm outer protection sleeve (part number 03.010.438s and unknown lot number). Thus, the complaint condition for this device is unconfirmed and could not be replicated. A review of the current design drawing was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. Although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the complaint, it is probable that the method of use resulted in the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the collinear clamp sliding mechanism did not lock down and did not hold during a procedure for an im nail for a distal 1/3 tibia fracture (right side). In addition, the supra cannula pattelar instrument did not release from the handle for the protection sleeve. Therefore, the surgeon had to use a stryker device. Surgery was completed successfully without surgical/medical intervention. A five (5) minute surgical delay was reported. Patient status/outcome is ¿good.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Complainant part was received by manufacturer for review/investigation on february 3, 2015. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: manufacturing date: october 25, 2012. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The hardness was measured at the time of the manufacturing at 45.9 hrc and was found to be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.